Event description:
An insulet clinical services manager (csm) received a call from a customer who reported she had "a bad weekend as she was hospitalized for dka." Her bg was "high" (> 500 mg/dl) around dinner time; she bolused (amount not specified). She checked her bg again before bed and it was in the upper 400s mg/dl. She bolused again (amount unk) and went to sleep. Customer woke up in the middle of the might with the "worst stomach pain in her life." Pt's husband drove her to the hospital and she was admitted for 2 days and treated with fluids and insulin. She was discharged on sunday and as of monday she was feeling better. She plans to meet with her endocrinologist. The pod is not expected to return for eval.

Manufacturer narrative:
The pod was not returned for eval. We are unable to assess product condition to determine if any malfunction occurred that may have caused or contributed to the pt's dka. Product lot qualification records could not be reviewed since no lot number was provided. The omnipod user's guide warns "...if you experience unexpected elevated blood glucose levels, change your pod." The user guide advises the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4 to 6 times a day." It instructs that users treat dka as follows: after beginning treatment for high bg, check for ketones. If ketones are present, and are feeling ill then contact a hcp for guidance. If ketones are trace or negative then continue treating for high bg. If ketones are positive, but are not feeling ill then replace the pod using a new vial of insulin. Check bgs again in 2 hours, if they have not decreased then contact a hcp immediately for guidance. The omnipod's user guide warns, "if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death."